Event description:
It was reported that the customer passed away at home. The cause of death was colon cancer, small bowl blockage. The caller stated that the customer was in the hospital for five weeks, came home and passed away the next day. The customer had kidney and heart transplants, and three strokes. He had a colostomy in (B)(6) 2014, and then in (B)(6) 2014 he went septic as his colon didn't repair itself and had a leak. Ten days later, he had a surgery. The customer's blood glucose, at the time of death, was unknown. The customer was not wearing the insulin pump at the time of death. The last day the insulin pump was worn by the customer was on (B)(6) 2015. The customer was using sensors but was not wearing one at the time of death. The caller declined returning the insulin pump for analysis. The caller declined to upload to carelink.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.